Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an unrelated procedure on (B)(6) 2018. During the procedure, the physician elected to cap and replaced the right ventricular lead. The lead had exhibited high capture thresholds previously. The patient did not experience any adverse events.

Manufacturer narrative:
A connector portion of the lead was returned for analysis. Analysis was normal. No anomalies were found.